Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user observed a "backflow" error message, and then the centrifugal control module display went blank. An audible alarm was also heard due to the backflow error. The user was able to remedy the issue by troubleshooting the cable. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.